Event description:
It was reported that multiple intermittent cartridges alarm occurred during insulin delivery. Customer continued to use the pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.